Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a sensor breakage. The customer's blood glucose reading was 146 mg/dl. The customer stated that the sensor might have broken inside his body after removing the adhesive. The customer stated that there is no cannula connected to the body of the sensor. The customer was advised that it is unlikely the sensor is fractured and it is most likely the result of a sensor cannula retraction. The customer was advised to speak with health care provider for treatment.